Manufacturer narrative:
H6: investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A black speck was observed embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
If was reported while using bd vacutainer® edta 2k embedded foreign matter was discovered prior to use. There was no reported impact to patients.